Event description:
On ((B)(6) 2017) last (B)(6), her eyeglasses broke. The consumer went to (B)(6) and purchased new frames. Within a day of wearing the glasses, the consumer stated that she was violently ill. The symptoms included severe headaches, eyes burning, light sensitivity, severe nausea, and heart burn. This only happens when the consumer is wearing the glasses. The consumer stated that two months later she got a second set. Both sets came from (B)(4). The consumer experienced severe fatigue, eye inflammation, and problems seeing at night. The consumer stated that the chemical in the frames is a biocide called methylisothiazolinone. Incident location: home/apartment/condominium - (B)(6), united states. This is my home address. Document number: (B)(4). Report number: (B)(4).